Event description:
Paramedics responded to a person described as in cardio-pulmonary arrest. The device was connected to the pt with disposable defibrillation electrodes. The rptr stated the device intermittently displayed dashed lines and artifact and would not clearly display the pt's rhythm. Power was cycled then proper operation observed and 3 shocks were delivered. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the patient's death because the pt was not viable.